Event description:
It was reported that the implantable cardiac monitor exhibited intermittent sensing due to suspected electromagnetic interference. No intervention was reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.